Manufacturer narrative:
The insulin pump received with button error alarms due to corroded keypad traces. The device had a missing end cap sticker and a scratched lcd window. No moisture damage found inside the insulin pump.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.